Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. The procedure was completed successfully. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that the cardiac tamponade might have occurred at right atrial chamber because venous blood was drained. Settings during the event include: power settings of 40 watts per 30 seconds.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17073379m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant product used: product name: carto® 3 system: us catalog #: fg540000, serial #: unknown. (B)(4).